Event description:
It was reported the patient experienced withdrawal. The patient was admitted to the hospital on (B)(6) 2013 with a severe fever, tachycardia, hypotension and seizures. The patient was intubated and given crushed baclofen and benzos. A CT scan of their head and chest were performed on (B)(6) 2013. The patient was currently in the intensive care unit (ICU) with no more seizures. The fever has improved but the patient is still intubated. The patient status was alive; with injury. The last pump refill was (B)(6) 2013 with the low reservoir alarm set to 2cc and a low reservoir alarm date of (B)(6) 2013. There have been no pump alarms. The plan was to have the pump interrogated. The pump was delivering lioresal.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).